Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced foreign matter on device cannula/in fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 320109 batch no.: 9148661 consumer reported found 1 pen needle with brownish substance inside the non patient end. Did not remove seal date of event 03/09/2020.

Manufacturer narrative:
The following information has been updated: d.10 device available for evaluation?: yes d.10 returned to manufacturer on: 2020-04-29 h.3 device return to manuf.?: yes h.6 investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter npe on lot # 9148661. Investigation summary: customer returned (14) sealed 8mm, 31g pen needles from lot # 9148661. Customer states that there is one pen needle with brownish substance inside the non patient end. All returned pen needles were examined and one sample exhibited dark material inside the outer cover. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely oil/grease (spectrum of grease form canaan manufacturing site shown for comparison) mixed with some silicone. Samples will be forwarded to manufacturing (dun laoghaire) on 10jun2020 for further review. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H.6. Method codes: 10, 3331 h.6. Result codes: 170 h.6. Conclusion codes: 25.

Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter npe on lot # 9148661. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g experienced foreign matter on device cannula/in fluid path. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 320109 batch no.: 9148661. Consumer reported found 1 pen needle with brownish substance inside the non patient end. Did not remove seal. Date of event (B)(6) 2020.